Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-06046. It was reported that the patient was unable to experience therapy. Reprogramming was attempted to no avail. Reportedly, patient lost significant amount of weight. X rays revealed that lead moved out of the epidural space. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated and so both the leads are reported.

Event description:
Device 2 of 2 reference MFR report#1627487-2018-06046. Additional information identified that surgical intervention was undertaken wherein the ipg and the leads were explanted and replaced. Post-operatively, therapy was restored.